Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant of the leadless implantable pulse generator (ipg), the patient's heart rate went below set parameters on the leadless ipg. They subsequently had a cardiac arrest and was stabilised however, nine days post implant of the leadless ipg the patient died.